Event description:
It was reported that a wireless battery module for a spectrum pump was not connecting to the wireless network. The device reportedly had a non-current master drug library (mdl) due to the connection problems. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "will not connect" condition was confirmed. This deficiency was caused by a failed radio pcb. The device will be removed from service.